Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump fell between the seat and door of the car, and the customer closed the door causing the touch screen to become shattered. Customer is unable to read and interact with the touch screen due to the damage. There was no reported impact to customer's blood glucose. Multiple attempts were made by tandem¿s technical support to obtain additional information and complete troubleshooting; however, a response was not received.